Event description:
It was reported that an ilet user experienced hyperglycemia while using the device for less than two weeks and utilizing a teflon 23-inch inset infusion set. Blood glucose values were reported to have risen to approximately 290 mg/dl, with subsequent readings around 272¿270 mg/dl. Device data review indicated elevated glucose values during this period, with corrective insulin doses delivered by the system, followed by a plateau and a subsequent downward trend. Troubleshooting and education were provided regarding early algorithm behavior and system adaptation. The reported symptom was hyperglycemia. There were no alarms associated with the event, and no medical intervention or hospitalization was required. The investigation included review of device-reported dosing and glucose trend data, as well as user troubleshooting. Findings indicated that the device delivered corrective insulin as designed, with glucose levels beginning to trend downward. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, it was concluded that the cause was indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.